Event description:
Subsequent to the initial report filing, additional information received reported the second procedure was performed on (B)(6) 2021 to treat the slda. Two xtr clips implanted medial and lateral to the slda, reducing mr from 4 to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed, the reported single leaflet device attachment (slda) resulting in mitral regurgitation (mr) appear to be due to challenging anatomy in conjunction with poor imaging. A cause for the poor imaging can not be determined. The reported unexpected medical intervention and hospitalization was result of case specific circumstances. Additionally, mr is listed in the instruction for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mr. It was reported that the index mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with grade 4. Imaging of the anterior leaflet was difficult. One clip was implanted, reducing mr to 1. On (B)(6) 2021, at one month post procedure, a control transthoracic echocardiography (tte) was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and increased mr. The patient is planned for a second mitraclip procedure. No additional information was provided.